Manufacturer narrative:
Medical device type updated to jka. Date received by manufacturer updated to 08/18/2017. PMA / 510(k)# updated to k981013.

Manufacturer narrative:
Date received by manufacturer: updated to 08/18/2017.

Manufacturer narrative:
¿Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.¿

Event description:
It was reported that bd vacutainer® edta 2k had black embedded fm by the fill tube line.